Event description:
Customer reported hospitalization. Paramedics were called. Customer stated that woke up in bathroom with paramedics looking at her. Customer stated that insulin pump must be replaced. The current blood glucose reading is 171 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.